Manufacturer narrative:
1. We have not received the defect samples and photos, and it is difficult to determine the specific location of the indwelling needle leakage based on the limited information. 2. Production record check (lot#4171657): 1) this batch of products will be assembled in jingma automatic line 4 in july 2024, and packaged in 240 packaging line in july 2024, with (B)(4) pieces of work order. 2) check the process test report and shipment test report, and the test results are in line with product standards. 3) check production records for any conformity, deviation or rework behavior. 3. The retained samples of this batch were taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. All tests were qualified, and no leakage was found in the samples. Conclusion: no abnormalities were found in the process and retained samples, and the specific parts and abnormal states of the defective samples could not be identified, so the root cause of leakage could not be determined.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked at adapter tubing junction on (B)(6) 2025 while lancing a patient's indwelling needle, oozing was noted at the heparin cap connection of a closed IV indwelling needle, which was immediately replaced with a new heparin cap with no adverse effects to the patient.